Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a prostyle device after an interventional procedure. Reportedly, the foot could not be retracted, making removal impossible, and the device was surgically removed. The device caused vessel damage leading to a cut down to treat and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.